Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: lap chole. Event description: "dr. [Name] had a lap chole and a clip was used. The first clip was loaded and worked fine. Then there was no clip loaded the second time. The clip was not removed from the patient after the first clip was used. The first clip was not preloaded either. It was down a 12mm applied trocar. Then a clip was finally loaded and the clip did not close fully on the vessel. The clip handle was squeezed handle to handle fully as I watched. The clip almost looked like it left a cholangiogram zone. Then after that clip a clip was not loaded after preloading. Again, device not removed from patient or preloaded before insertion. Then a clip was loaded and again that clip did not close fully like before with handle to handle fully closed." "A second clip was pulled and used to finish the case. There was bleeding from the vessel after it was cut. They used a hemostatic agent to stop the slow bleeding. No patient issues after the case." Additional information received on 15nov2023 via email from [name], account manager the bleeding occurred from the first clip and not closing fully when clipped. The bleeding was after the vessel was cut between the clips. Patient status: no patient issues after the case. Intervention: a second clip was pulled and used to finish the case.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap chole. Event description: "dr. [Name] had a lap chole and a clip was used. The first clip was loaded and worked fine. Then there was no clip loaded the second time. The clip was not removed from the patient after the first clip was used. The first clip was not preloaded either. It was down a 12mm applied trocar. Then a clip was finally loaded and the clip did not close fully on the vessel. The clip handle was squeezed handle to handle fully as I watched. The clip almost looked like it left a cholangiogram zone. Then after that clip a clip was not loaded after preloading. Again, device not removed from patient or preloaded before insertion. Then a clip was loaded and again that clip did not close fully like before with handle to handle fully closed." "A second clip was pulled and used to finish the case. There was bleeding from the vessel after it was cut. They used a hemostatic agent to stop the slow bleeding. No patient issues after the case." Additional information received on 15nov2023 via email from [name], account manager the bleeding occurred from the first clip and not closing fully when clipped. The bleeding was after the vessel was cut between the clips. Patient status: no patient issues after the case. Intervention: a second clip was pulled and used to finish the case.